Event description:
It was reported that the procedure was to treat a tortuous and calcified lesion in an un-specified vessel. Pre-dilatation was performed and the 2.75 x 18 mm xience pro stent delivery system (sds) was advanced; however, it was observed that a stent strut became flared, and the stent dislodged in the vessel. The stent was retrieved; however, it could not be confirmed how the stent was removed. There was no impact to the patient. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, new information received stated that the stent did not dislodge from the balloon. There was only a flared stent strut. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The flared/bent stent strut was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.